Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis loaded on a guidewire and still inserted in a guide catheter. The device was returned with the stent damaged along its entire length nd moved proximally on the device. The stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed; the balloon appeared to be deformed in shape. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08feb2022. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, device analysis revealed stent damage.